Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited interrogation issues. The device took longer than expected to interrogate, and once connected, electrograms (egms) appeared noisy before telemetry was lost and later re-established. Data analysis confirmed that a power-on reset occurred coinciding with programmer interrogation. Technical services (ts) indicated that this behavior is consistent with a high-impedance battery condition. Subsequently, a device changeout procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. Further details regarding product return status has been requested.